Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV. Healthcare professional confirmed right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight of device is within specifications, crease flat, three openings curved on the anterior, and white particles on the shell. A microscopic analysis identified: three striated openings on the anterior and non-penetrating nick striated. Final assessment is: three striated openings assessed as surgical damage consistent with use of surgical tool and nicks striated assessed as surgical tool scratch. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3, h.3., h.6.

Event description:
Device has been explanted.